Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was as low as 15 mg/dl. Customer's husband tried to wake the customer but she had saliva running down her mouth. Customer was gurgling, sweaty and unconscious. Customer husband injected customer with glucagon and called the paramedics. Customer had low blood glucose levels 2 weeks prior to being hospitalized. Customer's husband was advised that customer might be over bolusing.